Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had light was going out. The event had occurred during the procedure while the patient had been under sedation. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside socket and pump unit air tubing. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported allegation could not be determined. Additionally, for the observed debris inside the socket and the pump unit air tubing, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.